Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a gastric sleeve procedure they grabbed the incorrect stapler. On the first fire the device cut but didn't staple. The physician sewed the staple line and applied evicel. A new, correct stapler was used to complete the case. There were no adverse patient.